Event description:
It was reported that the patient was experiencing pain at the ipg site when leaning back, as it would hit the top of the pelvis. The patient underwent a pocket revision procedure and was doing well postoperatively. The physician also opted to replace the ipg as electrocautery was used multiple times over the ipg and midline incision site. The explanted device was not returned.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.